Manufacturer narrative:
The manufacturer did not receive the devices yet. The device history records were reviewed and found to be conforming. As soon as the parts are received and an investigation result is available, a follow-up report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the trial head fell off during repositioning procedure. Didn't fit firmly on cone. The surgery field had to be enlarged just to remove the trial head. The surgery was delayed.